Event description:
The facility reports that the catheter "broke in half when it was being discontinued". The reporter did not have any info regarding the insertion or the way in which it was being discontinued. The catheter had been dwelling for an unspecified period in time and functioning. The remnant was removed with hemostats.